Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) passed out and aspirated, the patient went to the emergency room for evaluation. In a programmer the field representative noted intermittent premature ventricular contraction (pvc), and ventricular pacing not capturing. It was noted that the patient had a non boston scientific lead implanted in the left bundle branch area to be used for sensing and pacing. Additional testing clarified the left bundle branch area lead was having oversensing of noise which led to pacing inhibition. Technical services (ts) discussed possible reprogramming options. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received, this implantable cardioverter defibrillator (ICD) was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) passed out and aspirated, the patient went to the emergency room for evaluation. In a programmer the field representative noted intermittent premature ventricular contraction (pvc), and ventricular pacing not capturing. It was noted that the patient had a non boston scientific lead implanted in the left bundle branch area to be used for sensing and pacing. Additional testing clarified the left bundle branch area lead was having oversensing of noise which led to pacing inhibition. Technical services (ts) discussed possible reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) passed out and aspirated, the patient went to the emergency room for evaluation. In a programmer the field representative noted intermittent premature ventricular contraction (pvc), and ventricular pacing not capturing. It was noted that the patient had a non boston scientific lead implanted in the left bundle branch area to be used for sensing and pacing. Additional testing clarified the left bundle branch area lead was having oversensing of noise which led to pacing inhibition. Technical services (ts) discussed possible reprogramming options. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received, this implantable cardioverter defibrillator (ICD) was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.